Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient requested removal of the pump. The patient wants to be weaned and was scheduled to discontinue the pump in one month. The patient weight at the time of the event was (B)(6).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving fentanyl at a concentration of 1125 mcg/ml at dose of 258.7 mcg/day according to the hcp and a concentration of 125.0 mcg/ml at a dose of 282.1 mcg/day according to the consumer and 10 mg/ml dilaudid at a dose of 2.3 mg/day according to the hcp and a dose of 2.5107 mg/day according to the consumer via an implantable pump for non-malignant pain, chronic low back pain, and postlaminectomy pain. It was reported that the patient was wondering how long it should be between refill dates. The patient stated that their pump was alarming and the sound was consistent with the pump alarms. The patient stated his refill should be (B)(6) 2017, but they called and requested him to come in on (B)(6) 2017. The patient stated he missed the fill that day because he forgot about the appointment. The last fill was (B)(6) 2017. The patient called the hcp and they told him to call the manufacturer. The patient had a return of pain. It was considered a gradual change in therapy/symptoms. The patient stated they had a return of pain in the neck and a return of drooping shoulders. The pump started to alarm on (B)(6) 2017. The patient stated somewhere about 5 days ago the patient had a return of pain. The patient mentioned when he goes into the hcp they have been reducing the pump 10-15%. The patient stated in february they reduced it 19%. An alarm was heard and confirmed by telemetry, which was determined to be a critical alarm. It was determined that low battery reset and safe state occurred. The reset occurred ¿ low battery occurred on (B)(6) 2017. The pump logs were checked and there was only one event listed in the event logs, which was a reset occurred ¿ low battery from (B)(6) 2017. The patient experienced withdrawal, which included diaphoretic, weak, tremors, and somnolent. The symptoms started around (B)(6) 2017. The alarm started on (B)(6) 2017. There were no further complications reported.